Event description:
The customer reported the image resolution does not meet oec spec, however, the unit is fully functional. The problem was noticed after physicist inspection. No pt injury was reported.